Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the guidewire broke during procedure. A 180x25cm fathom- 16 guidewire was selected for use. During procedure, it was noted that the wire broke off inside the catheter while inside the patient's body. The physician was able to get it out of the patient and the procedure was completed with a different device. No patient complications were reported,